Event description:
The rotator broke during infusion with a 3f catheter. Pressure: 668 psi, flow: 4ml/s. The customer reported 2 separate lot numbers. Customer is not sure which lot was used. No report of harm or injury.

Manufacturer narrative:
The suspect device has not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for either reported lot number. The second reported potential lot number is f771672, expiration date - 12/31/2012, manufacture date - 12/2009. A follow-up report will be submitted when the evaluation is completed. Method - the device history record was reviewed, complaint data base was reviewed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.